Manufacturer narrative:
In addition, this device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation.

Event description:
The device was returned and analyzed.

Event description:
Boston scientific crm received information that, during a routine follow-up procedure, this device had declared elective replacement time (ert). It was reported the device had a longevity estimate of two years at a previous follow-up. It was alleged the device had depleted prematurely. It was noted the autocapture feature was on. The patient was hospitalized and the device was explanted and replaced. No specific adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
--